Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review. Review of the imagery revealed slight curvature on the sheath shaft which is an indication there was access vessel tortuosity. Additionally, one strut was noted to be bent at the inflow side. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+, delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was confirmed through provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and there were three identified as applicable to this event. The first root cause is a tortuous patient anatomy. This can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per the case note and provided imagery, the patient had mild access vessel tortuosity. The second root cause is calcification. This can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per the case note, the patient had moderate access vessel calcification. The third root cause is excessive device manipulation/high push force. This can lead to the valve struts interacting with the sheath shaft resulting in strut damage at the valve inflow side. As reported, "26 mm delivery system was advanced into sheath, and got stuck" and "per the operator, the valve stent got stuck with the liner, but since attempted to advance, valve stent likely deformed." The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulting in frame damage. In this case, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation and high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated for this type of event. Additionally, a previous product risk assessment (pra) was performed as part of the technical summary. Further assessment revealed the control limits have not been exceeded. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : devices were discarded.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra resilia valve, there was difficulty advancing the 26 mm commander delivery system with valve through the 14fr esheath+. The entire system was withdrawn as a unit. The 14fr esheath+ was observed with a partially torn liner and the valve frame was observed with damage. A second delivery system and valve were prepped along with a 16fr esheath+. There were no issues during the second implant attempt and the valve was implanted successfully. It was noted that there was an access vessel dissection. A stent was placed to resolve the dissection and the procedure was completed.